Manufacturer narrative:
A cartridge lot number search found 4 similar complaints. Per medical review - reportedly, a single-piece silicone toric lens was torn off during insertion, requiring intraoperative lens removal/exchange. Incision was not enlarged and no other tissue damage was reported. The backup lens was successfully implanted. No reported post operative sequelae. According to the report by a nurse, dated (B)(6) 2014, the cause of the event was unknown, since it seemed that the lens was properly loaded. It should be noted that user error (e.g. Surgeon's technique during insertion) could have caused/contributed to the event. Based on the complaint history, product evaluation, cartridge lot search, and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. (B)(4).

Event description:
The customer reported the aa4203tl silicone single piece lens tore as the surgeon was inserting it into the eye. The lens was removed and replaced with another same model lens without any injury to the patient. The reporter stated the lens appeared to be loaded properly and the cause of the event was unknown.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4): evaluation results - visual inspection of the returned product showed the haptic was torn and there was a clear surgical residue on the surface of the lens. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this complaint was conducted and addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The investigation also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4)